Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable and various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci benign hysterectomy surgical procedure, it was noted that the wires at the end of the wrist of the fenestrated bipolar forceps instrument was kinked. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.